Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va187ms, implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's lead and battery were replaced due to lead migration. The lead was left implanted, but out of service. The issue was resolved at the time of the report.